Event description:
The customer states that a patient sample tested using the architect assay generated duplicate test results of 9.2 u/ml and 8.5 u/ml. The sample was then tested using another device using the same lot of reagent yielding a result of 85 u/ml. The historical value for this patient was 126 u/ml (no test date or method provided). There was no adverse outcome to patient management reported for this issue.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported the patient felt no stimulation. The patient increased the voltage up to 10.5 volts. The patient was seen for the follow up at the clinic. It was the patient's first visit after a lead revision. The stimulator had been off since the lead revision. Impedance reading were >40000 ohms for electrodes 1, 7 and 0. The manufacturer representative did not have any readings for comparison post revision. The patient did not have a fall or trauma. An x-ray of the stimulator and extension area was recommended.

Manufacturer narrative:
(B)(4). A review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. A review of historical data generated through complaint investigations involving the causative agent was performed. The data provided evidence that the product was performing as intended. The investigation included; accuracy testing with reagent lot 69459m100, complaint tracking and trending review, review of product labeling. An investigation has determined that this assay is performing acceptably. Using a kit of the same reagent lot, 69459m100 stored at the manufacture's facility, abbott controls and three levels of architect ca 125 panels were tested. The panels are made from defibrinated human plasma and each level has a known ca 125 concentration. All of the abbott controls and panels met the specifications. This demonstrates that the assay is capable of accurately determining known concentrations of the ca 125 analyte in samples that are representative of patient specimens. In addition to testing, we reviewed customer complaints received to-date to determine if others have experienced this issue. Review of this data did not identify a trend that would suggest a problem with reagent lot 69459m100. A product deficiency was not identified. Although a specific reason for the results obtained could not be provided, the customer was provided with information from the architect ca 125 ii package insert (version 016-622 5/07) that addresses the customer's alleged deficiency. This information provides guidelines and limitations of the assay on how to utilize this assay when monitoring patients with ovarian cancer. This is the final report.